Event description:
It was reported that an ilet user experienced difficulty during a supply change, becoming stuck at the ¿press and hold until you see drops¿ step because the device was placed in fill tubing rather than change cartridge and tubing, and was subsequently guided through the correct workflow with education provided. There were no reported adverse clinical effects. Outcomes included no reported impact on therapy, no alerts or alarms, and no medical treatment or hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed use error during the supply change process, with the device functioning as designed once the correct steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user interface misunderstanding and use error.